Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was requested, but unavailable: please provide photos of the compromised packaging: please describe the sterile packaging: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an laparoscopic exploration procedure on (B)(6) 2022 and a suture was used. It was reported that it was found that the seal of newly opened product packaging was not tight. Changed another one to complete the laparoscopic exploration under general anesthesia surgery. There is no report on patient's injury. Additional information was requested.